Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt alleges the scs system is not providing effective coverage as desired. As a result, surgical intervention may be undertaken at a future date.